Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (removal of essure coils). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain, device dislocation, back pain, abdominal distension, memory impairment, dyspareunia, weight fluctuation, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, device dislocation, dyspareunia, fatigue, memory impairment and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pif received: newly added events- device migration, essure removal date were added, consumer dob was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (removal of essure coils). Essure (ess205) was removed. At the time of the report, the abdominal pain, back pain, abdominal distension, memory impairment, dyspareunia, weight fluctuation, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dyspareunia, fatigue, memory impairment and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (removal of essure coils and removal of essure coils/removal of essure devices tubal occlusion, bilateral). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain, device dislocation, back pain, abdominal distension, memory impairment, dyspareunia, weight fluctuation, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, device dislocation, dyspareunia, fatigue, memory impairment and weight fluctuation to be related to essure (ess205). The reporter commented: no. Of coils: right-10 coils, left- 4 coils. Most recent follow-up information incorporated above includes: on 18-dec-2020: mr received. Reporter information, lot no added and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') and device dislocation ('migration') in an adult female patient who had essure (ess205) (batch no. 623646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (removal of essure coils and removal of essure coils/removal of essure devices tubal occlusion, bilateral). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the abdominal pain, device dislocation, back pain, abdominal distension, memory impairment, dyspareunia, weight fluctuation, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, device dislocation, dyspareunia, fatigue, memory impairment and weight fluctuation to be related to essure (ess205). The reporter commented: no. Of coils: right-10 coils, left- 4 coils. Lot number: 623646 manufacturing date: 2007/03 expiration date: 2009/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain"), abdominal distension ("bloating"), memory impairment ("forgetfulness"), dyspareunia ("painful intercourse"), weight fluctuation ("weight fluctuations"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (removal of essure coils). Essure (ess205) was removed. At the time of the report, the abdominal pain, back pain, abdominal distension, memory impairment, dyspareunia, weight fluctuation, fatigue and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, dyspareunia, fatigue, memory impairment and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.